Event description:
Medtronic received info that this bioprosthetic valve, implanted 3 months, was repaired due to paravalvular leak as documented on echocardiogram.

Manufacturer narrative:
Eval results: device history review found the product met specs when released for distribution. Analysis: the leak was repaired and the valve remains implanted. Conclusion: the device history record was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. The valve was repaired in situ and not returned for analysis. The surgeon that the leak was paravalvular and did not affect the valve function.